Event description:
Event description guidant received information that this polyflex lead was removed from service due to high ohms and both pacing and sensing failures were observed. The physician suspected intermittent lead fracture, the lead was removed from service.